Manufacturer narrative:
(B)(4) - incision enlargement. Removal and replacement of intraocular lens; additional sutures used. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date received by manufacturer is february 20, 2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 04/02/2014. A review of the manufacturing records and process was performed. All process operations in the manufacturing record were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. There were no discrepancies or defects found during the manufacturing record review (mrr) that were related to the complaint reported. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that in attempting to remove and replace the intraocular lens due to a detached haptic, the incision was required to be enlarged. Furthermore, corneal edema was noted and multiple sutures were used. It was stated that the doctor was able to remove the lens from the patient''s eye and implanted another lens of the same model.

Manufacturer narrative:
Corrected data: (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed surface residue adhering to both sides of the optic body compatible with handling, such as during the implant and explant process. One of lens loops (haptic) is distorted. Also, several scratches that could be related with the ¿attempt to lens cut out¿ were observed on the returned sample. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process, but could be consequence of the handling, loading or insertion process. All pertinent information available to abbott medical optics has been submitted. Placeholder.